Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. Intervention would be discussed. There were no reported symptoms.